Manufacturer narrative:
Correction on initial report: disregard file (upon review, file is no longer deemed reportable).

Manufacturer narrative:
Gtin number for item: 11607704, lot: 17017295 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a nurse was setting up a ns primary line and the entire end broke off when she tried to remove the cap and connect it to the patient's extension set. There was no patient harm.